Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. No new device was implanted and the original icm has not been returned. No adverse patient effects were reported.